Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot, unknown liner ¿ unknown part and lot, 00625006530 ¿ bone screw ¿ 62619019, 00771100710 ¿ femoral stem ¿ 62560178, 00877503202 ¿ biolox delta head ¿ 2719360. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04602.

Event description:
It was reported that a patient is being considered for a right hip revision after an unknown amount of time post implantation due to an unknown reason. No revision has been reported to date. X-rays taken on unknown date notes slight varus positioning of the femoral stem and a metallic fragment along the lateral aspect of the cup of unknown etiology.attempts have been made and additional information on the reported event is unavailable at this time.